Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ('hypermenorrheas') and abdominal pain ('aches / hypogastrium aches / chronic abdominal pain') in a (B)(6) female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 2 and (B)(6). Concomitant products included benzodiazepine related drugs for anxiety and insomnia as well as alprazolam until (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced headache ("headache / front headache / unbearable headache"). In august 2017, the patient experienced neck pain ("cervical pain / cervicalgia"). On (B)(6) 2018, the patient experienced abnormal weight gain ("abnormal weight gain"). On (B)(6) 2018, the patient experienced panic attack ("panic attacks"). On (B)(6) 2018, the patient experienced mental disorder ("psychological disorder"), adjustment disorder ("chronic adjustment disorder"), depressed mood ("depressive mood") and claustrophobia ("phobia of closed and concurred spaces"). On (B)(6) 2019, the patient experienced back pain ("lumbar pain / pain in lumbar spien radiated to the leg") and sciatica ("sciatalgia / lowback pain diagnosed as sciatalgia"). On (B)(6) 2019, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), abdominal pain (seriousness criterion intervention required) and anxiety ("anxiety worsening"). The patient was treated with dexketoprofen trometamol (enantyum), diazepam, fluoxetine, ibuprofen, metamizole, metamizole magnesium (nolotil), methylprednisolone (urbason), naproxen, nsaids and surgery (laparoscopic total bilateral salpingectomy + essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, headache, neck pain, abnormal weight gain, panic attack, mental disorder, anxiety, back pain, sciatica, dysmenorrhoea, adjustment disorder, depressed mood and claustrophobia outcome was unknown and the abdominal pain had not resolved. The reporter provided no causality assessment for abnormal weight gain, neck pain and panic attack with essure. The reporter considered abdominal pain, adjustment disorder, anxiety, back pain, claustrophobia, depressed mood, dysmenorrhoea, headache, heavy menstrual bleeding, mental disorder and sciatica to be related to essure. The reporter commented: insertion details: essure device ((B)(4)) is placed in both tubes without complications, leaving 4 rings in left tube and 4 in right tube. No pain was presented. Removal details: laparoscopic bilateral salpingectomy is carried out with successful removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination on (B)(6) 2016: essure confirmation test(s): essure check-ups. Asymptomatic. Correct placement of the devices is confirmed by x-rays and ultrasound. Discharged. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ('hypermenorrheas') and abdominal pain ('aches / hypogastrium aches / chronic abdominal pain') in a 37-year-old female patient who had essure (batch no. D30801) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 2 and abortion. Concomitant products included benzodiazepine related drugs for anxiety and insomnia as well as alprazolam until (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced headache ("headache / front headache / unbearable headache"). In (B)(6) 2017, the patient experienced neck pain ("cervical pain / cervicalgia"). On (B)(6) 2018, the patient experienced abnormal weight gain ("abnormal weight gain"). On (B)(6) 2018, the patient experienced panic attack ("panic attacks"). On (B)(6) 2018, the patient experienced mental disorder ("psychological disorder "), adjustment disorder ("chronic adjustment disorder"), depressed mood ("depressive mood") and claustrophobia ("phobia of closed and concurred spaces"). On (B)(6) 2019, the patient experienced back pain ("lumbar pain / pain in lumbar spien radiated to the leg") and sciatica ("sciatalgia / lowback pain diagnosed as sciatalgia"). On (B)(6) 2019, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), abdominal pain (seriousness criterion intervention required) and anxiety ("anxiety worsening"). The patient was treated with dexketoprofen trometamol (enantyum), diazepam, fluoxetine, ibuprofen, metamizole, metamizole magnesium (nolotil), methylprednisolone (urbason), naproxen, nsaids and surgery (laparoscopic total bilateral salpingectomy + essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, headache, neck pain, abnormal weight gain, panic attack, mental disorder, anxiety, back pain, sciatica, dysmenorrhoea, adjustment disorder, depressed mood and claustrophobia outcome was unknown and the abdominal pain had not resolved. The reporter provided no causality assessment for abnormal weight gain, neck pain and panic attack with essure. The reporter considered abdominal pain, adjustment disorder, anxiety, back pain, claustrophobia, depressed mood, dysmenorrhoea, headache, heavy menstrual bleeding, mental disorder and sciatica to be related to essure. The reporter commented: insertion details: essure device (ess305 d30801) is placed in both tubes without complications, leaving 4 rings in left tube and 4 in right tube. No pain was presented. Removal details: laparoscopic bilateral salpingectomy is carried out with successful removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2016: essure confirmation test(s): essure check-ups. Asymptomatic. Correct placement of the devices is confirmed by x-rays and ultrasound. Discharged. Batch no: d30801, production date: 2014-11-05, expiration date: 2017-11-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-jan-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.